Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: the customer did not provide bd with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported during use the unspecified vacutainer blood collection tube the tube had under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: the customer called to see if there has been a recall on the blue top tubes as they have been seeing an increase number of underfilled tubes, no samples available, lots are unknown.

Event description:
It was reported during use the unspecified vacutainer blood collection tube the tube had under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: the customer called to see if there has been a recall on the blue top tubes as they have been seeing an increase number of underfilled tubes, no samples available, lots are unknown.

Manufacturer narrative:
H.6. Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. A device history review could not be completed as no batch number was provided. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.